Event description:
While reviewing of the pt's programming history, it was observed that the pt's intended settings had changed after a system diagnostics tests. The treating physician interrogated the generator after the settings had changed during the same office visit, but he neglected the change and the pt left the office with the unintended settings. Pt's output current had changed from 1.5 ma to 1 ma and the pulse width had changed from 130 usec to 500 usec. This is a known event which has been identified by the MFR due to an interrupted system test. It is always recommended to perform a final interrogation after a system test. The physician performed the final interrogation but did not notice the change.

Manufacturer narrative:
Analysis of programming history.